Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen. The shaft was buckled at the proximal balloon weld and extending 15mm proximally. The balloon was loosely folded. The device was soaked in a warm bath of water for 6 days, to loosen the dried contrast. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 8 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue occurred. A 3.5x15mm quantum¿ maverick¿ was inflated with a non-bsc inflation device; however, after inflation the balloon failed to deflate. The inflation device was changed and the balloon would still not deflate. The patient experienced st segment elevation and severe angina. Finally after multiple attempts the balloon was able to deflate. Angina resolved once the balloon was deflated. The procedure was completed with another quantum balloon. No additional patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue occurred. A 3.5x15mm quantum¿ maverick¿ was inflated with a non-bsc inflation device; however after inflation the balloon failed to deflate. The inflation device was changed and the balloon would still not deflate. The patient experienced st segment elevation and severe angina. Finally after multiple attempts the balloon was able to deflate. Angina resolved once the balloon was deflated. The procedure was completed with another quantum balloon. No additional patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).